Manufacturer narrative:
Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for missing sticker was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing sticker. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with 2 bd vacutainer® urine collection cup the label was discovered to be missing from the top of the cups. The following information was provided by the initial reporter: I took the samples from pharmatrade which is the bd distributor for product evaluation. And realized that 2 cups of 200pc were without the sticker on top of the cup .